Event description:
It was reported that the machine doesn't hold the pressure thus it won't turn on. There was a surgical delay greater than 30 minutes. No harm or injury to the patient reported.

Manufacturer narrative:
Additional narrative: we have now concluded our investigation into this complaint. The returned device was functionally tested and it was found to have a defective mainboard. There was a relationship found between the device and the failure reported. The root cause has been determined to be an electrical component failure. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Description of event or problem updated. Device identification, lot number provided.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the machine doesn't hold the pressure, it won't torn on. No affectation to the patient reported.